Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the pacing capture threshold in the rv (right ventricle) was elevated, and the right ventricular lead integrity alert triggered. The analyst noted that the sensing integrity counts (sic) went up to 645 (within 9 days) along with vt-ns and high rate-ns episodes and evidence of oversensing. Additionally, the capture thresholds were greater than 2.5v on the rv lead, and the rv lead integrity alert warning occurred for increased sic and 2 or more high rate-ns episodes <(><<)>220ms on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited triggered a lead integrity alert (lia) for double counting which appeared to be physiologic. Also, noted on episodes were intermittent undersensing and fluctuating capture threshold. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.